Event description:
On (B)(6) 2025 the end-user reported that on (B)(6) 2025 they experienced hypoglycemia with blood glucose (bg) levels of 28 mg/dl after self-administering insulin while disconnected from the ilet. The end-user was treated by ems with intravenous glucose, declined hospital transport, and reported no long-term effects.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.